Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting error lec 1870. There was no patient present during the event. The issue occurred during testing. There were no adverse events reported.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device yes, the reported "ec 1870/1871" problem was duplicated. This is a motor timeout error that can be caused by debris, a broken optic sensor, locked motor or faulty main board. When a cassette was attached and the pump was started it immediately display ec 1871. When the pump was opened it was determined that the motor was locked. There have been approximately 2m activations of the motor. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.